Event description:
N/a

Manufacturer narrative:
After further review, it has been determined that the reported incident is not reportable since the fse could not duplicate the reported issue and also there is no confirmed failure of a hardware component related to the gas loss alarm. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6) med ctr. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) was showing "gas leak" error message. There was no patient involvement.